Event description:
It was reported that, "in the middle of broaching, while back slapping the broach out, the handle broke. All pieces were removed from the pt."

Manufacturer narrative:
Visual inspection indicated that the device was in used and non-functional condition. The device mfg history record for the reported lot indicates the devices were manufactured and accepted into final stock in (B)(6) 2000 with no reported discrepancies. In (B)(6) 2001, a design change was implemented to strengthen the welded rod to trigger, and rod to actuator tip junctures of the actuator sub-assembly. The reported device was manufactured prior to design change and has already passed the normal service for life for impaction/extraction handles, typically noted as 5 yrs. The investigation concluded that the event is related to the age of the device.